Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a break in aseptic which resulted in peritonitis. The breach was further described as non-compliance to sterilization technique. The patient was hospitalized for the event and was treated with unspecified antibiotics. Fourteen days after onset, the patient had not recovered and was transferred to hemodialysis. Antibiotic treatment was discontinued. It was not reported if the patient was retrained on proper aseptic technique. Additional information is not available.